Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds. The lead was also suspected to exhibit loss of capture (loc). A microdislodgement was confirmed and a revision procedure was performed to reposition the lead. Additional information was received that this lead exhibited noise. Boston scientific technical services (ts) was consulted and further testing was recommended to determine if this was true noise or atrial tachycardia. Additionally, the lead exhibited low, but still within range, pace impedance measurements. No additional adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited acute high threshold. In addition, the technical services had seen dislodgements and what yielded were either no capture or intermittent. Furthermore, the lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.